Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and keloid at the abutment site. Subsequently on (B)(6), 2015, the patient underwent a procedure to remove the keloid and the excess skin was excised. During the same procedure, a longer abutment was placed. The implanted device remains.